Manufacturer narrative:
(B)(4). The lot was manufactured from july 14, 2015 to july 15, 2015. The device was returned for evaluation. Visual inspection on the returned unit noted fluid inside the housing, but the reservoir was found to be completely intact. The reported condition was verified. The leak was caused by broken tubing at the junction of the distal luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked before use. The device was filled with 3650 mg of fluorouracil in 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.